Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During a pulmonary vein isolation procedure, a farawave catheter was selected for use. Immediately after inserting the catheter into patient and while the catheter was in the left atrium, the physician noted it was tough to move the guidewire. The physician attempted to maneuver the catheter without success. The guidewire felt stuck in the catheter and took much effort to remove the guidewire from the catheter. The catheter was replaced, and the procedure was completed successfully. No patient complications were reported. The catheter is expected to be returned for analysis.